Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user needed reports related to attempted transactions and overrides. A technical support specialist dialed in to the server, ran the all-device events report for the medstations transactions performed, cancelled and completed on the stations. And medication for users, and the buttons that had been clicked by the users was related to the transaction were performed on the station which had being recorded in the all-device events report and provided the report to the customer. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the user needed reports related to attempted transactions and overrides. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.